Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, a stylet was unable to be inserted into the atrial lead and the lead exhibited a helix anomaly. The lead was not used and a new lead was implanted. No patient symptoms were reported.